Manufacturer narrative:
The device was in use for treatment. The conclusion is not yet available as the lead evaluation is in still in-process. There was no known impact or consequence to patient. A review of the device history record identified no rejects during manufacture of this lot number. A review of complaints against this lot number identified no additional reports. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported the atrial lead was implanted and no electrical measurements could be secured from hospital external analyzer. Another lead was subsequently utilized with no issue in securing adequate thresholds from what appeared to be similar location previously used. No known impact or consequence to patient.

Manufacturer narrative:
The lead was returned with the ligature sleeve attached to the lead and a green stylet was fully inserted into the lead. Traces of blood were found on the lead; the tip, connector pin, o-rings and welds looked normal. The device analysis confirms the reported reason for return (short). During electrical testing the isolation resistance (pin to ring) value fluctuated rapidly indicating there is a short in the lead. When the lead was viewed at 30x magnification, no breaks in the filars were detected. The other dimensional, mechanical and electrical test results were within specifications. The lead was dissected for further evaluation, and it was found that the short was in the proximal end of the lead. The potential effect to the patient for the reported failure may be related to: diminished/loss of pacing signal during implantation. Physician will use another device, or procedure prolonged. The potential cause(s) to the reported failure may be related to: improper electrical insulation design between conductors. Operator error, damaged conductor or insulation. Tubing not pushed all the way into the connector anode cavity, or improper silicone adhesive filled in the connector anode. A review of risk for this failure mode identified the risk to be as low as possible (medium risk). Based on the investigation information, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk.